Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead had multiple episodes of over-sensing noise and an impedance out of range alert. The patient presented in clinic for a procedure on (B)(6) 2021 where the lead was found to have an externalized conductor and was capped and replaced. The patient was stable.